Event description:
Urinary catheter placed intraoperatively. During postoperative recovery difficulty removing catheter. Catheter was advanced into catheter with additional emptying of urine. Balloon port was then cut and the catheter was removed with gentle force. After removal a thin ridge was noted on the tip of the catheter. FDA safety report ID# (B)(4).